Manufacturer narrative:
Unit received cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
Customer reported via phone call to have fallen on top of insulin pump causing damage to display screen. Customer's blood glucose was 250 mg/dl. Customer was advised that insulin pump would need to be replaced.